Event description:
It was reported that an unspecified quantity of an em2400 valve sets were defective and leaking from an unspecified location. The issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.